Event description:
It was reported in a fax that the breakage of a nail occurred 8 weeks after implantation in the home of the patient.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.